Event description:
On (B)(6) 2008, medwatch uf/importer report #(B)(4) was received: "event disc: during robotic surgical procedure for total laparoscopic hysterectomy, approx one hour into surgery, device arc occurred and arc hit uterine tissue. Hysterectomy in progress and no harm to pt. Tip cover accessory being used with monopolar curved shears da vinci surgical system by intuitive. Arc occurred during use resulting in tip cover accessory on device to have brown spots and holes after arc of shears occurred. Machine at recommended settings and tip cover applied to monopolar shears recording to manufacturer's direction. Did this event involve an electrophysiology procedure or an ...

Manufacturer narrative:
The tip cover accessory was discarded by the surgical staff and will not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If additional info is received, a follow-up MDR will be submitted.